Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that during routine impedance testing on the table it was recorded that a short circuit was present between contacts 8 and 9; impedance measurement of 31 ohms. It was unlikely that this combination would be used for programming, so no troubleshooting was performed. This event occurred during normal implant, no noted issues during procedure. No intervention or actions were taken. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. If additional information is received, a follow up report will be sent.